Manufacturer narrative:
Additional manufacturer narrative: this event occurred outside of the united states. As a result of foreign confidentiality requirements and international privacy laws, no patient information was available.

Event description:
It was reported that during a procedure using the evac 70 xtra wand, the system alert on the controller came on. The surgeon opened up a new wand and switched it out, but the system alert light remained on. The procedure was eventually completed without coblation. There were no delays or patient complications reported as a result of this event.